Event description:
It was reported while using tube k2edta plh 13x75 3.0 plbl lav issue with the cap pressure. The following information was provided by the initial reporter: the batch was being used in facility once again and has presented the same issue with cap pressure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 195 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported while using tube k2edta plh 13x75 3.0 plbl lav issue with the cap pressure. The following information was provided by the initial reporter: the batch was being used in facility once again and has presented the same issue with cap pressure.